Event description:
It was reported that following a surgical procedure to place a left ventricular assist device (lvad) the right ventricular (rv) lead triggered an alert for low rv defibrillation coil impedance. It was discussed by the technician that the low impedance was probably caused by post-surgical swelling and fluids and should start to rise over the following days. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 2088tc competitive lead, date of implant (B)(6)2012; lvad date of implant (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.